Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with blood/tissue. No other anomalies were noted.

Event description:
It was reported that the patient presented for an implant procedure. The atrial lead exhibited failure to retract. The atrial lead was not used and replaced. The patient was in stable condition.